Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was not known. Customer is going to consume carbohydrates to address bg but has not yet done so. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.